Event description:
The facility's nurse manager of the pediatric intense care unit (picu) reported that a pump started "sucking air" during patient use. The pump was used on a critical patient and was infusing dopamine at a rate of 15mcg/kg/min on channel a. The pump was also infusing nor-epinephrine, concentration of 0.06mg/ml, at a rate of 0.016mg/kg/min and epinephrine at unknown concentration rate. The dopamine bag, unknown size, was connected to a buretrol set, which was then connected to an IV set. The pt had a central line, either two or three lumens, and each IV line was connected to a t-connector at the end of the central lines. The patient's blood pressure was reported to be stable and normal. The event was reported to have occurred at 0015. At first, the pump alarm "air alarm" and a "small, insignificant bubble" was found. The nurse "flicked" the air out and restarted the infusion. The pump continued to infuse for approximately 15 minutes and then the pump alarmed the second time "air in line". Reportedly, there was a large amount of air in the tubing and it was unknown how the air got into the tubing. The pt's blood was backing up from the patient's central line into the tubing. When the nurse attempted to fix the alarm, the pump gave a "screechy noise and suddenly channel (a) shut off". The pump was plugged in to the ac at that time and all clamps were reported to be properly used on the tubing. The patient's systolic blood pressure dropped to 39. A medical doctor was at the patient's bedside; normal saline bolus and epinephrine were administered to increase the patient's blood pressure. A new pump, which was already in the room set up with dopamine and the IV set, was started on the patient. The patient's blood pressure stabilized and the patient recovered from the event. Upon inspection, it was noticed that the tubing had "indented parts, pinched in two places" which had been in the channel. Though requested by baxter, no additional information was available regarding the patient's diagnosis and medical history, product codes of the IV sets used, and the patient's blood pressure values prior and after the event.